Manufacturer narrative:
(B)(4). Evaluation summary: lot number, changed from 20816j1 to 20817j1. The device was returned for evaluation. The reported needle-to-cuff miss was not confirmed as analysis of the device indicated needle deployment and suture retrieval were successful. Based on visual inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The other proglide referenced is being filed under a separate medwatch report number.

Event description:
It was reported that a bilateral arteriotomy of the left and right common femoral arteries was attempted using the proglide device after a peripheral interventional procedure. Reportedly, there was something "wrong" with the suture. After deploying the knot, the sutures and the knot didn't seem right, the knot unraveled. The device was removed and a second proglide was used to achieve hemostasis. On the opposite groin, a cuff miss occurred and a second proglide was used to achieve hemostasis. There was no adverse patient sequela. The physician is reported to be trained in the use of the proglide device. No additional information was provided.